Event description:
Pt experienced complications after lithotripsy treatment. The pt was released the same day after examination.

Manufacturer narrative:
The device was thoroughly examined for proper operation by a (B)(6) and was found to be within dornier specifications. All systems of this device checked out as functioning correctly. The verification of this device operating according to specifications confirms that the device is not the known cause of the pt experiencing complications post lithotripsy treatment. It was later learned that the exact complications were retro-perineal hematoma. The pt recovered without any further issues. It was also learned that other pts treated immediately after the pt that had complications on that same day did not have any complications post lithotripsy treatment. No further action is required on this complaint at this time.